Event description:
The surgeon was twisting on a screw, when the screw head broke off. The bottom of the screw is still in the patient's orbital rim and the procedure was completed successfully.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for investigation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. Device not returned.

Event description:
The surgeon was twisting on a screw, when the screw head broke off. The bottom of the screw is still in the patient's orbital rim and the procedure was completed successfully.

Manufacturer narrative:
Currently, the affected device has not been returned for evaluation. Internal investigation in progress but not yet complete. Device not returned.